Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing which resulted in two separate occasions of inappropriate shocks. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The device was reprogrammed to primary vector. No adverse patient effects were reported.